Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, and a minor scratched lcd window. The unit was unable to perform the basic occlusion test or occlusion test due to a broken reservoir tube lip.

Event description:
Customer reported via phone call that there is physical damage to the insulin pump; the reservoir compartment was broken and missing a piece. The reservoir compartment would not secure the reservoir. The patient's blood glucose at the time of incident was 236 mg/dl. Troubleshooting was initiated for the reservoir compartment damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis.